Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) year-old female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2015, essure (fallopian tube occlusion insert) was placed. During placement procedure, the consumer experienced pain that lasted for 3 days. In (B)(6) 2015, 1 month after placement, she experienced continuously feeling of contraction. In (B)(6) 2015, 4 months after placement, she experienced bleeding in uterus. She consulted a doctor and was diagnosed with cyst in fallopian tube. She mentioned that 1 coil could not be found at follow-up. She received medical treatment; had a novasure ablation performed but did not recover. She had essure inserted due to previous heavy bleeding; that did not help much and many complications occurred during further treatment. Consumer reported problems with movements and work-related problems. She also stated she was considering to remove essure. Company causality comment:this spontaneous case report received via regulatory authority refers to a (B)(6)-year-old-female consumer who had essure (fallopian tube occlusion insert) placed and 1 month after placement, she experienced continuously feeling of contraction. Three months later, she experienced bleeding in uterus. She consulted a doctor and 1 coil could not be found. Consumer had a novasure ablation performed but did not recover. She was considering essure removal. All events are listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital/uterine bleedings may occur during essure use. In this particular case, it was reported that consumer had a historical condition of heavy bleedings. This could alternatively explain bleeding in uterus, however, considering the nature of event, causality with essure cannot be excluded. Besides, abdominal, pelvic and uncharacterized pain may occur during essure use. Pelvic pain could be alternatively explained by device dislocation. However, considering the nature of both events, a causal relationship between continuously feeling of contraction and 1 coil could not be found could not be excluded. Since intervention was required (novasure ablation) and consumer had work-related problems and unspecified problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc was received on 09-sep-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 727 cases. Uterine haemorrhage: the analysis in the global safety database revealed 24 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) placed and 1 month after placement, she experienced continuously feeling of contraction. Three months later, she experienced bleeding in uterus. She consulted a doctor and 1 coil could not be found. Consumer had a novasure ablation performed but did not recover. She was considering essure removal. All events are listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital/uterine bleedings may occur during essure use. In this particular case, it was reported that consumer had a historical condition of heavy bleedings. This could alternatively explain bleeding in uterus, however, considering the nature of event, causality with essure cannot be excluded. Besides, abdominal, pelvic and uncharacterized pain may occur during essure use. Pelvic pain could be alternatively explained by device dislocation. However, considering the nature of both events, a causal relationship between continuously feeling of contraction and 1 coil could not be found could not be excluded. Since intervention was required (novasure ablation) and consumer had work-related problems and unspecified problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.